Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a failure code of 199:117:307:0000 was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries. The main batteries were replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A service history review revealed that this device was previously serviced for the reported condition. The device has been serviced one time prior to this complaint during which the batteries and battery harness were replaced.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "failure 199:117:307:0000." This condition had the potential to interrupt delivery. This condition was found in the ICU department upon programming/setup. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.